Event description:
Caller reported compact plus blood glucose results of 479 mg/dl and 207 mg/dl within 5 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Same case as: 2134265-2010-04439. It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. Access was obtained through the left femoral artery. The 6x200mm, 80% stenotic, eccentric shaped, de novo lesion was located in the non-tortuous and severely calcified left superficial femoral artery. The plaque looked sharp and hooked downwards. The physician advanced a 6.0x60/80 sterling balloon to the lesion and inflated the balloon four times from 14atms to 18atms for approximately five seconds on each inflation. On the fifth inflation the balloon was inflated to 14atms and the plaque was not dilating so the pressure was increased to 18atms and the balloon ruptured. The physician then advanced another 6.0x60/80 sterling balloon to the lesion and inflated the balloon seven or eight times. On each inflation the balloon was inflated to 14atms. On the last inflation the balloon was inflated between five to ten seconds and the balloon ruptured. The device was removed intact. Procedure was completed with another 6.0x60/80 sterling balloon. No patient complications were reported and the patient's status is stable.